Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]; gag [retching]; brushhead fell off [device breakage]. Case description : a (B)(6) male consumer reported that while using an oral-b professional care rechargeable toothbrush, the whole oral-b brushhead, version unk fell off causing him to gag and almost choke. The case outcome was recovered. The consumer continues to use the product.